Event description:
It was reported that the patient underwent a total ankle replacement. The physician plans to do a bone grafting of the cysts and a gutter clean out/ poly swap. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and matches the alleged failure mode. A medical professional reviewed the received information and noted the following: ¿the CT-scan shows status after attempted partial midfoot fusion which led to a pseudoarthrosis. Status after subtalar fusion. The overall bone quality is poor with a course structure of the bone. There is a large bone cysts / osteolysis at the posterolateral side of the tibial tray / bone interface. It can be confirmed that the large bone cyst at the tibial side of the tar is the most likely reason for revision.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was most likely caused by the large bone cyst at the tibial side of the tar. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. The physician plans to do a bone grafting of the cysts and a gutter clean out/ poly swap. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.